Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 25-jul-2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 25-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported by the clinician that there are open circuits on the lead and patient reported falls. Environmental/external/patient factors included the patient falls. Diagnostics/troubleshooting and actions/interventions involved multiple impedance measurements. The issue is reported to be resolved. The patient is still receiving therapy and is fine per clinician. All information has been confirmed with the account. No symptoms were reported. No further complications were reported or anticipated with this event.